Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display. The customer reported that when the insulin pump turned back on after battery change, however the insulin pump alarmed battery out limit. Customer's blood glucose level at the time 256mg/dl. Troubleshooting occured. No additional information was provided.